Event description:
One of the wheels of a mobile video accessory cart broke off in the operating room. The device tilted to the side. A video monitor on the top shelf fell and was damaged. No injury was reported.